Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there is damage on the lip of the reservoir barrel of the insulin pump. Customer stated that the insulin pump was received with that damage. Customer stated she does not have a back up plan and that she was planning to continue using the device while being replaced. Customer did not know her blood glucose value. Nothing further reported.